Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, the phenomenon was reproduced, and an ¿image was not displayed during preparation for use¿ because communication failure occurred due to faulty cable. The cause of the faulty cable could not be identified. It was recommended that the camera is passed to the workshop for replacement of the faulty camera cable, adjustments to be completed, full inspection and electrical safety test. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: "never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that when connected to the otv-s400 processor, there was a black screen, no camera image, and no error code displayed. This was found to be caused by a fault within the camera cable. A known good camera cable was fitted to the camera head and the camera passed all tests in accordance with the OEM technical manual. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the 4k camera head had no image. The event occurred before an unspecified procedure during preparation before use. There was no delay in the procedure. There was no patient harm associated with this event.